Manufacturer narrative:
Concomitant products: 419678, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the device experienced a charge circuit time of greater than 30 seconds, leading to a charge circuit timeout and triggering end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Based on the destructive analysis results, no internal short occurred in the battery. There was localized li discharge along the edges and li isolation (severing) occurred in turns 6 and 7. The anode severing resulted in a reduced li anode surface area, which caused an increased battery resistance. The increased battery resistance would result in a charge timeout during device use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.